Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The reported allegation the device had declared eri was confirmed. The ipg was returned with a depleted battery. The ipg was successfully recovered and passed all functional tests. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The root cause of the issue was due to normal battery depletion to eol.

Event description:
This device was inadvertently reported on. Investigation results show normal ipg depletion.

Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient lost therapy and the ipg was at end of life. This was confirmed with the "replace generator soon" error message. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.